Manufacturer narrative:
Affected device is in evaluation. If additional information becomes available, a follow up report will be submitted to the FDA.

Event description:
Leica microsystems (B)(4) received a complaint stating that the brake number 6 of the oh4 stand system did not work according to the specification. It could not be locked anymore. The failure occurred during a neurological surgery after 3 hours. Therefore, the surgeon changed the device and completed the surgery successfully with another microscope.